Event description:
Customer stated that they were no longer able to see the screen of the insulin pump. Customer stated that there were scratches, cracks and missing pieces on the screen of the insulin pump. No further information reported.

Manufacturer narrative:
The pump was received with minor scratches on the display window, broken battery tube threads, a cracked reservoir tube lip, and a missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.